Event description:
The patient fell a day or two before (B)(6) 2014. The patient was walking backwards down the stairs and fell on the stimulator, she feels she might have ¿jerked something.¿ one week ago, major pain started in the area where she fell. The patient was not sure if the pain was related to her hip replacement surgery that she had in (B)(6) 2014. The patient has an appointment on (B)(6) 2015 for programming and she would like a company representative there. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743; serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4) does not apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient who was implanted with the neurostimulator for failed back surgery syndrome. It was reported that when the patient had the rechargeable implantable neurostimulator put in for the first time, she had to have the surgery redone because she fell. The patient¿s medical history includes having (B)(6) surgeries since she was (B)(6) years old.